Event description:
Related report: 2017865-2025-00305. It was reported that patient presented to emergency room following inappropriate therapy delivered from patient's implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. It was noted that patient's right ventricular (rv) lead exhibited low defibrillation impedance. Programming changes were made for both the ICD and rv lead. Patient had no consequences.